Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No cracked belt clip rails noted. The pump had a deep scratched on the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the bolus listed on the event date 11-apr-2023 in the pump history file on svn (B)(6). (B)(6) 2023 03:16:40.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 71000 (7.1 u) bolusamountdelivered: 71000 (7.1 u) there were no autosuspend alarm noted on the pump history file (svn (B)(6)). There were no usersuspended alarm noted on the event date 11-apr-2023 in the pump history file on svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-mar-2023 in the pump history file. (B)(6) 2023 07:43:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 12:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 13:25:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 13:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:14:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 17:43:37.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 05:18:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) no power data available, unable to verify low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert/changebatteryfault (73) or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lowbatteryalert (104) not confirmed. Lostsensor1alert (780) not confirmed. Changebatteryfault (73) not confirmed. Sensorerroralert (801) not confirmed. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-apr-2023 in the pump history file (svn 000315642072). (B)(6) 2023 05:36:18.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:16:22.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:26:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 06:21:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 06:21:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 06:56:20.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:06:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:26:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 01:11:08.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 01:21:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:26:06.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:36:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 04:56:08.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 05:06:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 06:41:07.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:10:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 16:04:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 18:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:02:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 02:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 02:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 06:11:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus (B)(6) 2023 07:41:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:41:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:11:12.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:21:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:22:56.000 alarmalertcleared (42) faultnumber: sensorerroralert (801) (B)(6) 2023 08:46:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:46:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 23:41:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 23:51:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 01:10:13.000 alarmalertcleared (42) faultnumber: sensorerroralert (801) (B)(6) 2023 01:41:09.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 01:51:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 03:46:11.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:41:10.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:51:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 07:57:17.000 alarmalertcleared (42) faultnumber: sensorerroralert (801) (B)(6) 2023 08:16:11.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:16:11.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:51:11.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 08:58:09.000 alarmalertcleared (42) faultnumber: sensorerroralert (801) (B)(6) 2023 20:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:13:15.000 alarmalertcleared (42) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:29:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 20:39:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 20:39:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) not confirmed. Nodelivery (7) not confirmed. Lostsensor1alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Cosmetic damage was confirmed at back of the pump (belt clip rail). Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 136 mg/dl at the time of the event. The customer was admitted to hospital and the customer experienced no other symptoms. Troubleshooting was performed and found that the customer reported insulin flow blocked and it has been resolved by infusion, reservoir set change. It is unknown whether the customer was using insulin pump within 48 hours prior to event and unknown whether auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.